Event description:
One touch basic original meter was not powering on and pt had to go to the e.r. Due to meter issue. Medical affairs specialist called and spoke with the pt in 05/04, who provided additional info. Pt stated that in 2004, they had replaced the batteries on their meter at night. They did not try testing on the meter until the next day. They noticed that the meter was not turning on. They then replaced the batteries again, but the power issue persisted. Two days later they were feeling dizzy, light-headed, and "faint-like." They tested on their family member's meter and got a result of 50 mg/dl. They then tried testing on their meter, but it would still not power on. They started to feel worse and again tested on their family member's meter with a result of 37 mg/dl. A family member drove pt to the e.r., where their blood glucose result was 24 mg/dl. They were placed on IV glucose right away and were there for 4 hours. They were released from ER after their blood glucose level was 124 mg/dl. During the time their meter was not turning on, they had continued to take their oral medication regimen (glyset 25 mg, amaryl 4 mg, metformin 500 mg, and avandia). During troubleshooting, it was discovered that the pt was also using expired test strips during this time. Prior to that pt stated that they were getting "normal" results. This case is reported as an adverse event since the malfunction of the pt's meter may have contributed to the serious injury the pt suffered.